Event description:
Patient reported that their fasttake meter was reading inaccurately high compared to a hospital meter. In 2001, patient's blood glucose was 325mg/dl on ft meter at 01:00am. Based on the meter reading, patient took 5u of insulin. Patient woke at 05:00am experiencing trembling and sweating and was unable to move for some time. Some "hours" later patient was finally able to call the ambulance. Their blood glucose was 63mg/dl on ambulance meter. Ambulance transferred patient to hospital where patient was admitted. During their hospital stay, patient noticed that their ft meter was reading higher than the hospital meter on several occasions. Patient has a history of different unknown chronic diseases, one of which is bone inflammation. Patient has reported that their chronic diseases could be a reason of inaccurate high blood glucose results. No additional information is available.